Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: upon further review of the reported event, it was found that inaccurate cuts was a planned cut and at that time no resection had been performed yet. The surgical plan was adjusted and no inaccurate cuts occurred. Therefore, this is no longer a reportable event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device the femur distal cut had been performed +3 mm distally than planned. The surgeon performed a second recut on the planned resection plan, and again the cut was performed +3 mm distally (no resection yet performed). Surgeon went on with the other femur cuts, however, at the end of femur preparation, a recut -3 mm distal femur, to match the planned cut was required and performed. It was reported that the case was originally planned cementless and was switched to cemented. It was reported that there was a 15 minute delay in the procedure. The exact date of this event is unknown. However, it was reported that the event occurred on the 20th of an unspecified month in 2025. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.